Event description:
Prodedure: oophrocystectomy. Reportedly, during the surgery, the balloon securing the device came off the cannula. The balloon was removed from the cavity without difficulty. No patient injury reported.